Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the front pulse wire in the trunk cable. The cause of the check te pad messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report constant check te pad messages. The patient was issued a replacement electrode belt.